Event description:
I had a hip replacement in (B)(6) of 2006. Recently, I am back to the level I was prior to hip surgery. I was told, by my doctor, that this hip should keep me good as new for the rest of my life as far as hips go. After just 4 years, I am limping and at times having to use a walker, the pain from my hip is as bad as pre surgery.